Manufacturer narrative:
Other, other text: a product sample was received for evaluation. Visual inspecting was performed. The sample was visually inspected at a distance of 12" under normal lighting to received units, in order to detect any damage on the unit. The breathing bag had a hole. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. All procedures are being carried appropriate. Both products are manufactured with the same manufacturing procedures, process controls and inspections. Audit took place and production personnel are following the process. No discrepancies were found in random tests conducted. The reported issue was confirmed. The most probable root cause is that the production personnel did not detect and scraped the damaged breathing bag. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer found a pinhole in the anesthesia bag. No patient injury was reported.